Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that last night, reading went too low and the insulin pump continued to beep and deliver insulin. Customer claimed she was on auto mode. Insulin pump beeped before sensor glucose went to 50 mg/dl, and it just kept beeping, she took some apple sauce, it went up a little then went down again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.